Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2002 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior repair.

Event description:
It was reported that the patient concurrently underwent anterior repair.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation to treat stress urinary incontinence, prolapse, bladder neck obstruction and hematuria post implantation the patient experienced pain, recurrence, bleeding, dyspareunia and urinary problems. (B)(4) - undefined recurrence; dyspareunia; urinary problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).